Manufacturer narrative:
Product analysis the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection. The patient's implantable cardioverter defibrillator (ICD) was explanted due to the infection. The patient's right ventricular (rv) lead was explanted due to vegetation. It was also noted that the patient had open sores all over their body. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.